Event description:
The physician reported oversensing led to inappropriate shock therapy. Out of range impedance values were also indicated. Another lead was implanted, and the subject lead was left in-situ.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis pending.